Event description:
Procedure: open total pancreatectomy and splenectomy with j tube. Description: the rep was present during the case. The device was in use during the case for a couple of hours and was being cleaned regularly. The regular cleanings were done to address the eschar buildup on the device during the case. After the 218th activation, the jaws would no longer open. The surgeon informed the applied medical rep of this issue and the rep suggested having the device cleaned. However, cleaning the device did not resolve the issue. The surgical team used a competitor device to complete the case. Patient status is good, no patient injury. Product is available for return. Additional information received via email on 19feb2021, applied medical account manager I. The handle was getting stuck in the latched position and preventing the jaws from opening. It is unknown if the blade lever was not returning to the forward position when release. It is unknown if the device was closed on tissue when the jaws would no longer open. Additional information received via phone on 12apr202, applied medical account manager I. The rep provided a list of the cleanings performed on this device and the number of activations between each cleaning. After 38 activations the first cleaning occurred. 52 activations later the second cleaning occurred. 10 activations later the third cleaning occurred. 15 activations later the fourth cleaning occurred. 10 activations later the fifth cleaning occurred. 23 activations later the sixth cleaning occurred. 22 activations later the seventh cleaning occurred. 20 activations later the eighth cleaning occurred. 26 activations later the ninth and final cleaning occurred. After the final cleaning, two more activations occurred before the surgeon noted that the jaws would no longer open. The jaws were only wiped during the first cleaning. During some of the later cleanings, the jaws were wiped down, the blade was run several times, and the jaws were cleaned again. It is unknown if the device jaws were locked onto tissue when the jaws would no longer open. The surgeon did not mention any difficulty removing the device was tissue after the jaws would no longer open, patient status: good, surgery went well.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws of the event unit would not open. Engineering observed that the blade was in the forward position and blood and eschar were present in the blade channel. Based on the condition of the returned unit, the reported event was caused by eschar that obstructed the blade channel and caused the blade to get stuck in the forward position. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: open total pancreatectomy and splenectomy with j tube. Description: the rep was present during the case. The device was in use during the case for a couple of hours and was being cleaned regularly. The regular cleanings were done to address the eschar buildup on the device during the case. After the 218th activation, the jaws would no longer open. The surgeon informed the applied medical rep of this issue and the rep suggested having the device cleaned. However, cleaning the device did not resolve the issue. The surgical team used a competitor device to complete the case. Patient status is good, no patient injury. Product is available for return. Additional information received via email on 19feb2021, applied medical account manager I. The handle was getting stuck in the latched position and preventing the jaws from opening. It is unknown if the blade lever was not returning to the forward position when release. It is unknown if the device was closed on tissue when the jaws would no loner open. Patient status: good, surgery went well.